Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse found that the customer broke the circuit breaker behind the vsc while they were replacing the carbon dioxide bottle. The customer switched the breaker to the ¿on¿ position to restore power to the vsc. The fse replaced the broken circuit breaker. The affected part involved with this complaint is a field scrap item and will not be returning to isi for further investigation. The system was tested and verified as ready for use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the site lost the power supply on the vsc. System unavailability after start of a surgical procedure (first port incision) contributed to the procedure being converted to a laparoscopic procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy simple surgical procedure, the site lost the power supply on the vision side cart (vsc). The technical support engineer (tse) asked the site to plug the power cord into another outlet with no success. The tse then had the site perform a hard power cycle with emergency power off (epo) with no success. The tse asked the site to plug a power cord in the core directly into the outlet and it worked. The site checked all connections on the power strip inside the vsc and all cords were properly connected. The issue could not be resolved. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
D11- the reported issue was caused by user mishandling/misuse. There is no evidence of a device malfunction.

Event description:
Refer to h10/h11 for follow-up information.